Event description:
It was reported that during the bariatric procedure, the stapler blocked after the launch of the charge in the second phase of the shot. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
Pc (B)(4). Date sent: 10/3/2023. D4: batch #231c46. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: please confirm the product codes of the unknown device - not know. Did both devices present the same alleged issue? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Knife withdrawn, stapler open. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Changing the direction of the knife and firing. Did the jaws eventually open? Yes. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60w reload loaded on the device. The reload was received partially fired 1/2. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 231c46, and no non-conformance's were identified.